Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral initial knee arthroplasties on unknown dates in 2009. Subsequently, the patient was revised on (B)(6) 2011 due to infection of the left knee. The operative report noted the presence of cloudy fluid within the joint and synovitis. An irrigation and debridement procedure was performed. The polyethylene bearing and tibial locking bar were removed and replaced. Patient medical records indicate that a left revision procedure occurred on (B)(6) within the joint and an irrigation and debridement procedure was performed. All components were removed and replaced with antibiotic cement spacer molds. Patient medical records further indicate that the patient underwent a third revision on (B)(6) molds were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."